Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B) (4).

Event description:
The customer reported that the technician entered the date of birth (B) (6) instead of the study date of (B) (6), making the report appear older than what it was. The radiologist was viewing the images for pic line placement and the comparison film did not have the line present. When the film did not have the line present, the radiologist assumed the line had been removed, not verifying proper placement. The baby, who was pre-mature, died. The risk manager stated that the line was inserted too far, which contributed to the death, though not certain it caused the death. The risk manager also stated that they consider the incident a "work process error" and not a malfunction of pacs.